Manufacturer narrative:
.

Event description:
It was initially reported that the patient was feeling worse that she did before being implanted to vns and would like to have her vns removed. It is unknown what specific events are occurring that is causing her to feel worse. She contacted the implanting surgeon but he was concerned about taking it out. It was determined while attempting to follow-up with the patient's neurologist office she saw after implant that he was no longer with the practice (B)(6) 2011. The patient has been let go from their care and it was unknown who the patient was seeing. They were unable to provide any information. Attempts for more information from the patient have also been unsuccessful to date.